Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for back-up vvi was observed. Device interrogation revealed that the alert was false. Patient's condition was stable.